Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Access site adverse event/major bleed: the cause of the access site adverse event was user related as the repo unit was pulled out during patient transfer leading to bleeding which was resolved by readvancing it and securing with forward tension sutures. Device history lot: device lot: 1813678. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella rp flex was implanted in a 75-year-old female for acute myocardial infarction complicated by cardiogenic shock. The device was successfully placed, and the groin access site was initially clean, dry, and intact in the catheterization lab. During patient transfer from the catheterization lab table to the bed and subsequently upstairs, the yellow sheath on the impella rp flex slid back slightly, resulting in significant bleeding. The bleeding was controlled by readvancing the yellow sheath and securing it with re-suturing under tension. No further complications with the device were noted. The event was classified as a serious injury/harm; however, based on the information available at the time of reporting, no causal relationship between the impella rp flex and the reported event was identified.

Manufacturer narrative:
B5 additional information was received and added. H6 type of investigation code was revised to reflect the device being discarded. H11 revised additional manufacturer narrative to reflect that the device was discarded. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Additional information was received. The pump is not available. It was removed and discarded.

Manufacturer narrative:
Updated information: d4 catalog number changed. H6 investigation type removed b18.